Manufacturer narrative:
Date returned to mfg 1/24/2024 device evaluation: one device was returned for evaluation. Visual inspection revealed the entire device slightly worn and the downstream occlusion (dso) gasket had an air bubble. No problems were found in the event history log. Functional testing was unable to replicate or confirm the reported issue; the flow rate was in between the limits. The root cause was unknown. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3, g4, d9: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's volume is too low. The issue was observed during functional testing, no patient involvement.